Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 32.0, 15.8, 14.0, and 18.0 mmol/l. Tests were done within 20 minutes with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.